Manufacturer narrative:
Other device involved in this event: controller/ (B)(4); exp date: 10/31/2016; mfg date:10/31/2015. Product received on:08/05/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was at home and when battery on power port #1 was depleted, the primary controller did not recognize any power source connected to power port #2. New battery was changed to power port 1 to keep pump running, but power port #2 still did not recognize any power source connected to it (ac adapter or battery). Patient performed a controller exchange at home, but then the backup controller exhibited the same response. Patient was then asked to come to clinic and manufacturer representative was present for controller exchange and assessment of the situation. Power source that was connected to power port #2 was ac adapter with a battery connected to power port #1 prior to both controllers not recognizing any power source via power port #2. Both controller ac adapters being sent in as well for inspection. According to patient and patient's wife, there have been no known electrical supply issues at home. Both primary and backup controller were electively exchanged for two new controllers. No additional information available.

Manufacturer narrative:
(B)(4). Two controller and two cac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the receiving inspection records confirmed that cac094507 met all requirements for release. Analysis of the controllers (con101764 and con099389r01) revealed that the devices passed visual examination but failed functional testing due to the controllers not recognizing a power source on power port 2. The controllers were still able to recognize and accept power from power port 1. Supplemental testing was performed and revealed that a transient voltage suppression (tvs) diode on the power-line of power port 2 was shorted. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Its likely power port 2 experienced a voltage spike, causing the tvs diode to short. Analysis of cac094507 revealed that the controller ac adapter passed visual inspection but failed functional testing due to a failure of the controller ac adapter from providing a steady output. Analysis of cac100789 revealed that the unit met specification; the controller ac adapter passed visual and functional testing. The most likely root cause of the reported event on the controllers can be attributed to a shorted transient voltage suppression diode, likely from a voltage spike from a faulty controller ac adapter (cac094507). A supplier investigation determined that the likely cause of the event was not due to a malfunction or manufacturing issue with the controller(s), but rather, the investigation determined that the faulty controller ac adapter likely caused an over-current event due to a polarity swap at the connector or pcba connection of the controller ac adapter. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two (2) controllers (con101764 and con099389r01) and two (2) controller ac adapters (cac100789 and cac094507) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controllers (con101764 and con099389r01) revealed that the devices passed visual examination. Functional testing revealed that the controllers were not able to recognize a power source on power port 2, confirming the reported event. The controllers were still able to recognize and accept power from power port 1. Supplemental testing was performed and revealed that a transient voltage suppression (tvs) diode on the power-line of power port 2 was shorted. A tvs diode is designed to protect sensitive components from sudden voltage spikes. It's likely power port 2 experienced a voltage spike, causing the tvs diode to short. Failure analysis of controller ac adaptor cac100789 revealed that the unit met specification; the controller ac adapter passed visual and functional testing. Failure analysis of controller ac adaptor cac094507 revealed that the device passed visual inspection. Functional testing revealed an inability of the controller ac adapter from providing a steady output. A supplier investigation determined that the likely cause of the event was not due to a malfunction or manufacturing issue with the controller(s), but rather, the investigation determined that the faulty controller ac adapter likely caused an over-current event due to a polarity swap at the connector or pcba connection of the controller ac adapter. The most likely root cause of the reported event on the controllers can be attributed to a shorted transient voltage suppression diode, likely from a voltage spike from a faulty controller ac adapter (cac094507). An investigation has been initiated for faulty controller ac adaptors which produce voltage higher than specification. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 1.0 d4: controller / con101764 / model #: 1403us / expiration date: 2016-10-31 d10: yes, return date: 2016-08-10 h3: yes h4: mfg date: 2015-10-29 h5: no h6 device code(s): c62952 h6: FDA method code(s): 10 h6: FDA results code(s): 122 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ cac adapter d4: cac adapter / cac100789 / model #: 1425us/ expiration date: 2016-01-31 d10: yes, return date: 2016-09-08 h3: yes h4: mfg date: 2015-01-07 h5: no h6 device code(s): c76126 h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ cac adapter d4: cac adapter / cac094507/ model #: 1425us/ expiration date: 2014-09-30 d10: yes, return date: 2016-09-08 h3: yes h4: mfg date: 2013-09-01 h5: no h6 device code(s): c76126 h6: FDA method code(s): 10 h6: FDA results code(s): 120 h6: FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.